Event description:
It was reported that when the programmer was booted up no device softwares were listed in the "select model" screen, and that no software was listed under the "programmer software" screen. It was noted that the programmer had been just recently updated with the latest software. It was further reported that the radiofrequency programmer head returned with the programmer was "bad". Both the programmer and the radiofrequency programmer head were returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was able to confirm the customer comment that there was no software loaded onto the programmer and the software was therefore reloaded. (B)(4).